Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has had an increase in seizures. The mother asked to have the normal mode turned off but keep magnet mode on. The mother is concerned because the patient is having increased seizures above pre-vns baseline. Patient's normal mode vns and autostim were disabled when he was admitted to the hospital for seizures. The patient then was in status epilepticus and intubated, so they decided to turn off the magnet mode as well. Physician later reported that the cause of increase in seizures and status epilepticus is unclear. The patient has lennox-gastaut syndrome and has been under treated because his mom was concerned of the medicine side effect. Prior to this increase in seizures patient has had at least 2 hospital emergency room visits for seizures. The increase in seizures is noted to be above pre-vns baseline. The only intervention that has been taken was vns being turned off during the hospital stay including magnet mode. No other relevant information has been received to date.